Manufacturer narrative:
A4-a6:unk, b3: unk, d4 (expiration date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. (B)(4)

Event description:
The reporter indicated that an implantable collamer lens torn during loading.

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.6mm vicmo 12.6 implantable collamer lens of diopter -18.00 into the patient's right eye (od) on 29/june/2023. Reportedly the lenstore/broke during injection/delivery into the eye. There was patient contact but there's no patient injury. The lens was implanted and removed intraoperatively. On (B)(6) 2023 a lens of the same parameters was implanted and the problem was resolved. Status of the eye: "eye quiet" and "patient and surgeon happy". Cause details provided: "lens got stuck in the plunger". Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens with a -18.0 diopter tore/broke during injection/delivery into the eye. The lens was intraoperatively implanted and removed. There was patient contact, but no patient injury. On (B)(6) 2023, the replacement lens was implanted and the problem was resolved. Reportedly, "eye quiet," and "patient and surgery happy." H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).